Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d4; d9; h4 visual examination of the returned product identified that the needle is fractured and no longer attached to the suture thread. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the sutures were noted to have been disassembled from the needle. Subsequently, the surgeon used another needle and that needle fractured. After the surgery, post operative x-rays showed that the patient retained a foreign body from the fractured needle. Patient was reopened and foreign body removed. Attempts for additional information were made and there is none.